Event description:
It was reported that the customer went to the emergency room (ER) due to an unknown elevated blood glucose (bg) level. While in the ER, the customer was treated with intravenous saline and insulin. The customer was released from the ER the following day with no permanent damage. The cause for the reported issue is unknown. The customer reverted to an alternate method of insulin therapy.